Event description:
Indication: common variable immunodeficiency, unspecified. Per patient, "my freedom pump go no longer works. It winds backwards instead." Per pt, he got this pump this year. Pt claims that when winding the dial, the plunger is moving forward, instead of backwards as it is supposed to do. Rph determines ok to send replacement pump per clinical judgement so that pt does not have issues when he infuses med. Pt last infused yesterday, so next dose is next week. "Pt ok'd shipment monday the 18th for delivery on tues 7/19." Product fault was found when pt was trying to infuse. No clinical injury reported, and freedom pump has been exchanged for a new one. Per notes, pt was able to complete infusion administration. No back up device was reported. Reported to (B)(6) by pt/caregiver.